Manufacturer narrative:
Investigation summary: the DHR of 8332879 has no qn or any reported event noted during the production of this lot. There is no customer sample available for investigation. The photographs submitted by the customer clearly indicates that the customer sample is of batch 8332879. But there is no picture or sample that shows the green color reported by the customer in his complaint. Conclusion(s): the retention samples did not show any evidence of green color powder present in the syringe. The photograph also does not show any evidence of powder in the syringe. In the absence of sample and lack of proper photograph, the complaint cannot be confirmed.

Event description:
It was reported that syr 2ml ls 24x1 dn bp india had foreign matter in the barrel. This was discovered during use. The following information was provided by the initial reporter: found green color powder in syringe barrel, dr. Suspecting that this green color powder due to green color rubber stopper available in syringe, doctor informed me that he has identified one syringe two months ago and one more syringe 15 days ago. He has not preserved those syringes to escalate this matter.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syr 2ml ls 24x1 dn bp india had foreign matter in the barrel. This was discovered during use. The following information was provided by the initial reporter: found green color powder in syringe barrel, dr. Suspecting that this green color powder due to green color rubber stopper available in syringe, doctor informed me that he has identified one syringe two months ago and one more syringe 15 days ago. He has not preserved those syringes to escalate this matter.